Event description:
Dealer called stating that the consumers leg allegedly got stuck in the front opening on her 6895 shower commode chair causing a bruise on her leg. The product is not being returned as it is not defective. Minor injury.